Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle would not detach after injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer reported that she has difficulty removing the needle from the insulin pen after injection. She stated that she does not remove the needle immediately after doing the injection but when she tries to remove it, the needle hub will not turn.

Manufacturer narrative:
H.6. Investigation: customer returned (5) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that she has difficulty removing the needle from the insulin pen after injection. All returned pen needles were tested and all were able to securely attach and easily detach from a pen without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the needle would not detach after injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer reported that she has difficulty removing the needle from the insulin pen after injection. She stated that she does not remove the needle immediately after doing the injection but when she tries to remove it, the needle hub will not turn.